Event description:
There was an allegation of questionable elecsys vitamin d iii assay results for 1 patient sample on a cobas 6000 e601 module. The initial result was 6 ng/ml. The repeat result was 45 ng/ml. No questionable results were reported outside of the laboratory. The reagent lot is 64622702. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration data provided showed signal counts below the lower expected values. The investigation did not identify a product problem. The root cause of the event could not be determined.